Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that patient faced damaged infusion set tubing event on (B)(6) 2025. Patient observed while the infusion set was on the body. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.